Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was oversensing with intermittent ffrw (far-field r-wave) oversensing.

Event description:
The atrial lead was later capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead implanted: (B)(6) 2011; 419488 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was an impedance alert due to low atrial impedance. The lead remains in use. No patient complications have been reported as a result of this event.